Event description:
It was reported that port was implanted in 2004 for chemotherapy treatment. Implantation was via right subclavian. Report indicates first "incident" occurring in 2004, the second in 2005 and the third occurring in 2005 when the port was explanted. Port was determined to be leaking via contrast injection/x-ray. Pt was treated for tissue necrosis and was unable to receive chemotherapy through port.

Event description:
It was reported that port was implanted in 2004 for chemotherapy treatment. Implantation was via right subclavian. Report indicates first "incident" occurring 10/2004, the second in 2/2005 and the third occurring 03/2005 when the port was explanted. Port was determined to be leaking via contrast injection/x-ray. Pt was treated for tissue necrosis and was unable to receive chemotherapy through port.